Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jan-2019. With the following findings: evaluation revealed that the audio bolus button cover torn/punctured. During testing, the audio bolus button was inoperable. The bolus button slug was observed to be missing. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the audio bolus button was inoperable. The audio bolus button cover was torn/punctured and the button slug was missing. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10-jan-2019.